Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal right coronary artery that was moderately tortuous. After the high-torque balance middleweight universal ii 190 cm guide wire crossed the lesion, and while placing the guide wire distally, the coils unraveled but remained attached. The device was removed from the anatomy and it was confirmed the coils did not detach in the anatomy and nothing was left in the patient. A non-abbott guide wire was used to successfully complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device and the shaping ribbon was found separated. The reported stretched coils were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulty to be due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, device analysis revealed the shaping ribbon was separated 7.5mm proximal to the tip ball.